Event description:
It was reported that the physician's (B)(6) handheld computer battery could no longer hold a charge. The computer was reportedly kept in a normal office environment and was not subject to any mishandling that could have contributed to the event. Attempts for the return of the handheld computer for analysis have been unsuccessful to date.